Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as devices with suspicion of infection are not returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from india that a patient with a valve model 7300tfx31 implanted in the mitral position underwent a valve explant surgery after an implant duration of six (6) weeks due to endocarditis. Reportedly, the onset date of endocarditis was one (1) week after implant. The patient was put on intravenous (IV) therapy for six weeks and, as the condition did not improve, decision was made to explant the device. A mechanical valve was implanted in replacement.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a DHR review is unable to be performed because no lot/serial number was provided. A lot history review is unable to be performed because no lot/serial number was provided. Early onset endocarditis (i.e. 60 days or less post implant) generally reflects contamination arising in the perioperative period or at the time of surgery. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, and the prosthesis itself. No pictures of the device were provided for evaluation. No medical records or other empirical evidence were provided to confirm the reported endocarditis. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patients infection was device related, the event was likely due to patient and/or procedural related factors. Based on the limited information available, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed.